Manufacturer narrative:
Event date is approximate since unknown.

Event description:
It was reported that a perforation occurred. It was reported via social media that during a left atrial appendage closure procedure "a perforation of the patients heart occurred that required surgery to repair." The patient is doing good and recovering following these events.